Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement. All buttons functioning properly. However, pump alarmed pump error 38 during the rewind test. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to pump error 38 alarm. The thump and carelink software were utilized and downloaded trace/history files properly. In further analysis of the pump history found pump error 130 alarm on (B)(6) 2025 at 00:23:37.000 and 04:56:51.000 and multiple pump error 43 alarm on (B)(6) 2025 from 04:56:47.000 until 14:00:01.000. No stuck button alarm in the pump history. Unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, battery tube, keypad assembly and vibrator assembly noted. However, found corroded motor home switch during the visual inspection. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched lcd window, pillowing keypad overlay and scratched case. Unable to verify customer alleged for high bgs. Keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Pump error 38 alarm during the rewind test and pump error 38, 130 and 43 alarm confirmed in the pump history due to corroded motor home switch. Cosmetic damage was confirmed at the lcd window. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a pump error 43(an error in the motor was detected by reading an unexpected value from the hall sensor). The blood glucose value at the time of the event was 29 mg/dl. The customer was treated with glucose. The event involved product(s) mmt-332a, mmt-7040ma, mmt-876a, mmt-1884. Troubleshooting was performed for the pump error, and the customer was unable to clear the alarm. Troubleshooting was performed for the keypad anomaly, and the customer reported that the pump buttons were not responsive. The customer also reported that the pump was not exposed to moisture. The issue was resolved after replacing the battery. Troubleshooting was not performed for hypoglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040ma. No product return is required for mmt-876a. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.